Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). The sensor was returned and evaluated by the supplier. A review of quality records found that the device met manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found no visible damage to the sensor, catheter material or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Sensor detection value is negative or no value, replace the icp main machine, the situation is the same.